Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, after pushing the green safety button and the handle was squeezed, the I-beam got stuck and stopped moving. The surgeon attempted to fire the device twice, but the same issue occurred. The surgeon could not squeeze the handle anymore. A new handle and reload was used to complete the case. There was no patient injury.